Event description:
Low atrial impedance (0 ohms) numerous times over device service life. Suspect lead issue in form of insulation breach. Noted that device can measuring in 19 ohms increments, so anything <19 ohms displays as 0 ohms. Noted that low impedance is typically indicative of some sort of electrical short, which may be produced by an insulation breach. Presenting egm (electrogram) on cle appears to show some noise, and atrial thresholds show history of variability, intermittently measuring high. Consider lead testing to assess atrial lead integrity. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).